Manufacturer narrative:
A review of the manufacturing paperwork is going to be conducted. Additional information along with images of the event were requested.

Event description:
On (B) (6) 2010, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A completion computed tomography (CT) scan revealed a proximal type 1 endoleak. An aortic extender component was placed to address an endoleak. During the deployment, the extender moved proximally partially covering the right renal artery. The device ended up landing in an area of the aorta with a diameter of approximately 20mm. The CT showed the endoleak was resolved. The physician decided to leave the device in the patient. On (B) (6) 2010, the follow-up CT demonstrated an infolding of the proximal end of the aortic extender component and the right renal artery still was partially covered. Further information and images were requested.